Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2011-00534.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels, with a reading of 320 mg/dl and ketones. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer also reported some swelling and bruising at her insertion sites. In addition, the customer mentioned having air bubbles in the reservoir and infusion sets. The customer was given advice on dealing with air bubbles. Nothing further was reported.